Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was torn and peeling around the contrast button with the contact exposed. The audio bolus button cover had a hole in it. The audio bolus button had normal response when tested. There was a hole in the keypad cover next to the up arrow button. On investigation, all the keypad buttons had normal response and were functional. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. The battery compartment was found to be cracked at the opening of the battery chamber, extending down to the primary seal.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contamination of the contrast button contact and a cracked battery compartment.